Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 2.5x20m trek balloon dilatation catheter (bdc) was attempted to be inflated; however, although the device was attempted to be inflated twice, no pressure was noted and the balloon failed to inflate. Therefore, the bdc was removed from patient. A non-abbott balloon followed by stent implantation was performed to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found a leak in the outer member of the 2.5x20m trek balloon dilatation catheter (bdc) at 3 atmospheres. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported inflation issue was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported inflation issue could not be determined. There was no damage or leak noted during preparation or during inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a leak in the outer member of the bdc. Sem analysis determined the outer member leak may be attributed to mechanical damage to the outer surface. In this case, it is possible that the device was inadvertently mishandled during preparation and/or advancement of the device such that the shaft became damaged, leaked and subsequently resulted in the reported inflation issue; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.